Event description:
On 05 jun 2008, abbott spine became aware of the following event as a result of a post market clinical study. In 2004, the pt underwent a l5-s1 minimal invasive surgery (mis). In the same month, the pt began complaining of severe right leg pain radiating down to the calf. The pain did not resolve. The following month, the pt was re-evaluated in the doctor's office. The pt was status post l5-s1 fusion with instrumentation. CT revealed possible right l5 pedicle screw which was slightly medial as a possible etiology of right leg pain. The surgeon performed a revision surgery two weeks later, explanting hardware on the right side.

Manufacturer narrative:
No device will be returned. This medwatch was initiated to document an adverse events in a clinical study. Eval is pending.